Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal but consuming a smaller amount, which likely led the ilet to deliver more insulin than needed for the actual intake. Symptoms included low blood glucose to 60 mg/dl without loss of consciousness or other acute effects. Outcomes included transient impact on daily activities due to approximately 1.5 hours below target and self-treatment with small hard candies, without need for professional intervention or backup therapy. Investigation included case review and user counseling on accurate meal announcements and troubleshooting for meal size entry. Investigation of this case revealed user-related use error regarding incorrect meal size announcement, with no indications of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement leading to insulin dosing not matched to actual carbohydrate intake.